Event description:
It was reported that, during a bankart's repair, the distal implant of a microraptor knotless split. The minitape was sliding within the distal implant before insertion into the hole, however, once the distal implant was tapped into the drilled hole to half its length, it would not slide effectively, therefore it was brought out and inserted into the hole only about less than a quarter of its length and then when pressure was applied to the minitape to bring the tissue in to form the soft-tissue bolster, the distal implant split and the whole anchor was wasted. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
A device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. An analysis of the customer provided images found the distal implant of the microraptor knotless broken within the tissue. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis is required. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.